Manufacturer narrative:
This report is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the doctor said that the device was not cutting properly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Air dermatome, serial number (B)(4), was manufactured on june 9, 2015, is over 11 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on june 13, 2016 revealed minor nicks to the head of the hand piece and the leading edge of the control bar. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number 10, sits flush with the control bar. The safety switch operated as intended. The thickness control lever was loose. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was then tested with the customer's hose and appeared to be erratic. Nicks were noted to the edge of the 2 inch width plate. Repair of the air dermatome was performed by zimmer biomet surgical on june 14, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, hose, width plates and ¿o¿ ring. The service technician noted that the unit had been disassembled and put back together by the customer and that they had used clear silicone as a sealant. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event ¿that the doctor said that the device was not cutting properly¿ was confirmed since during the initial inspection it was noted that when the device was tested with the customer¿s hose it appeared to be erratic. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that when the device was tested with the customer¿s hose it appeared to be erratic. Additionally the service technician noted that the unit had been disassembled and put back together by the customer and that they had used clear silicone as a sealant. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the doctor said that the device was not cutting properly. No adverse events have been reported as a result of the malfunction.